Event description:
The suturelasso wire would not pass through the instrument. One wire became caught in the instrument and the other two kept bending and would not pass through the instrument. All three were from the same lot number.